Manufacturer narrative:
It was initially reported that there was no image at the start of the procedure. Subsequently, it was confirmed there was a forty minute delay while the patient was under general anesthesia. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00255.

Event description:
It was reported that the subject device did not have an image at the beginning of navigational bronchoscopy after inserting the scope down the patient's endotracheal tube. The camera started to have issues and the doctor could not see the patient's anatomy resulting in a forty minute delay while under general anesthesia. There was an error message, n207 present. The navigational bronchoscopy was not completed and the patient was not harmed due to the reported event. They then proceeded with the second procedure, a endobronchial ultrasound.

Event description:
It was reported the bronchovideoscope had no endoscopic image. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Results of lm investigation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible that image disappeared during procedure due to insufficient inspection of the device prior to use, causing delay of procedure. However, a specific cause was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): operation manual preparation and inspection, inspection of the endoscopic system, inspection of the endoscopic image "turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.